Event description:
Additional information was received from a consumer. The patient has lost a lot of weight since the initial issue reported in (B)(6) 2015. The patient has lost 40 pounds total and could not find a healthcare professional to remove the pump and/or manage their pain. The patient is hardly able to function anymore and can¿t get out of bed. The patient is using valium, over the counter medications and no pain medications of any kind. The patient saw a healthcare professional that was willing to send referrals, but has no other suggestions. No intervention reported. The event date was reported as 2015. The patient does not have a healthcare professional.

Event description:
Additional information was received from a consumer. As of (B)(6) 2016 the patient had been unable to find a doctor that would take on her care.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n226699, implanted: (B)(6) 2010, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving compounded baclofen 400 mcg/ml, 230 mcg/day; clonidine 400 mcg/ml, 230 mcg/day; morphine 30 mg/ml, 17.2 mg/day. The indication for use was non-malignant pain and post lumbar laminectomy syndrome.. The pump critical alarm was heard and confirmed by telemetry. A low battery reset with safe state occurred. The pump event logs were displaying 7 reset messages for the date of (B)(6) 2015; all the older events had been pushed off the event logs. The patient cancelled her appointment with the hcp on (B)(6) 2015 and instead went to the emergency room due to symptoms of withdrawal and increased back pain-her back hurt so much. The pump was programmed to stop-pump mode on (B)(6) 2015. The pump was then programmed to pump-off on (B)(6) 2015. The patient's medical history includes post-lumbar laminectomy syndrome. The other medications the patient was taking, the patient's pertinent medical history, interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the patient was last seen in this office on (B)(6) 2015. Per the healthcare provider the patient was no longer a patient with this practice. The patient's medical history included interstitial cystitis, hypertension and tobacco use. The other medications the patient was taking at the time of the event was baclofen and promethazine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The patient had two back surgeries at a spine center prior to pump implant. The patient experienced a sudden change in therapy. The patient had been in and out of the hospital multiple times. The patient was in the hospital for three days, collapsed, was very sick, throwing up severely, lost 15 pounds, muscles tightened up and she went right down. The patient had ¿tested dirty¿ with a urinalysis but the healthcare professional (hcp) kept the pump going for months (a year and a half). The patient went in to get a refill and the pump stopped and was broken, so they could not refill the pump. The pump was turned off, the medicine was drained out and the pump was permanently disabled. The patient was not given medication and went through withdrawal symptoms and was in and out of the hospital at least six times. When the pump malfunctioned the hcp said they weren¿t going to help patient anymore and the patient was prescribed fentanyl patches. The patches made her sick so she stopped using them. The patient had recently followed up with the hcp and was seeking a physician to replace the pump. The pump had helped her a lot.

Manufacturer narrative:
The pump was returned, and analysis found low battery reset-undetermined cause. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot#: n226699, UDI # (B)(4), implanted: (B)(6) 2010, product type: accessor. Product ID: 8709sc, serial#: (B)(4), UDI# (B)(4), implanted: (B)(6)2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The pump was replaced (B)(4) 2017. There was no patient injury and the patient recovered without sequela.